Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Visual inspection did not find any anomalies on the partial lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was heart failure.